Event description:
It was reported that when turning the alaris pump on after attaching the channels, a burning plastic odor was noted and smoke started coming from the pump. The pump was turned off and channel was disconnected from the brain. It was noted that the connection on the channel appeared burned and smoke continued to come from the brain. Pump was taken out of service. Reportedly, pump was not connected to a patient during the event. Reportedly, no harm occurred to patients or staff. Reportedly all 3 devices are less than 9 years of age.